Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication the product caused or contributed to and adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump¿s black box data showed evidence of a short battery life illustrated with a 7 count drastic voltage drop leading to a call service (B)(4) alarm. During testing, the ¿ez-prime¿ steps were performed correctly and all electrical current draws were within specification. The initial ¿short battery life¿ complaint was not duplicated during the investigation. The pump¿s cover was removed and there was no further moisture ingress or any intermittent condition found to the printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.